Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the g6 android application. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. However, data for the g6 ios application was provided for evaluation. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.